Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose reading was 85 mg/dl. The customer stated that they were unable to exit the load reservoir process. The customer did not receive complete status with next highlighted on the screen. The insulin pump was not returned for analysis.